Event description:
Had lasik surgery three years ago. Since then, I have bad vision at night, I see halos around bright lights, and starbursts. Vision during the day is great, but at night it is not very good. I also have dry eyes all the time.